Event description:
Provider spoke with (B)(6) in customer service ext (B)(4) to advise that they have a tracer 4 chair from 1995 that has a caster tire that is coming off of the caster rim. Provider hung up before any additional information could be obtained.